Manufacturer narrative:
The programmer is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that when this programmer was connected to power, it started to malfunction and emitted a smell. The programmer will be replaced and sent back for repair. No adverse patient effects were reported.

Event description:
Additional information was received that the programmer exhibited some sort of electrical burning.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was unable to duplicate the initial complaint. Analysis did confirm there was a slight burning smell when the programmer was powered up. It was determined the printed circuit board measured open and was burned. It was also determined the touchscreen was dented and there was foreign material present. Once the programmer components were replaced, the programmer passed all functional incoming tests.